Event description:
On (B)(6) 2012, pt reported the buttons on the infusion device are not responding to press. The infusion device was delivering a bolus when a8 bolus cancelled appeared on the display. She attempted to clear the alert by pressing the check button but the button would not respond. She then attempted to press other buttons and none of the buttons would respond. She removed and reinserted the battery, and an unsolvable e8 power interrupt error appeared on the infusion device. The buttons pop up after being pressed, and pt confirmed the key-lock feature was not activated. The infusion device was not dropped in the past 48 hrs. Pt switched to her backup infusion device, and the primary infusion device was replaced and requested for eval. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.